Manufacturer narrative:
A physical examination was not performed since no product was returned. Received information revealed initial test was performed without observation of deficiencies. During instrument assembly in a case allegedly the black connection component broke apart ¿ a sent image confirmed material separation. Tests performed by stryker, partly with units from the same lot, could not reproduce the shown material separation without using undue force. Incoming inspection and the DHR of the reported sleeve revealed no manufacturing discrepancies. Review of rmf and nc-database revealed no findings. To date no further complaints regarding this matter have been filed. According to available information a systematic matter was not verified. The root cause could not be determined. Device disposition unknown.

Event description:
The surgeon was doing a t2 alpha tibial nail. The black material sheered from the calibrated trocar (cat # 2351-4280), while assembly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon was doing a t2 alpha tibial nail. The black material sheered from the calibrated trocar (cat # 2351-4280), while assembly.